Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015". It is also alleged that "on or about (B)(6) 2019, [pt] had a computed tomography (CT) scan of his abdomen and pelvis. The CT scan revealed that the cook filter struts had moved since the filter was placed, with all of the struts perforating outside of [pt]'s inferior vena cava." Patient outcome: alleged "serious physical injuries, pain and suffering, mental anguish, loss of enjoyment of life, disability", "physical impairment and incapacity", "disfigurement".

Event description:
Patient allegedly received an implant via the left femoral vein due to post deep vein thrombosis (dvt). Patient is alleging device tilt and vena cava perforation. Per the (B)(6) 2019 CT abdomen without contrast: "ivc filter: location: there is an infrarenal ivc filter in place with the tip of the filter at the level of the of the upper aspect of the right renal vein, and just above the level of the left renal vein which is slightly lower. Orientation: there is a slight right posterior lateral tilt compared to the long axis of the ivc with the tip of the filter adjacent to the right posterior lateral ivc wall. Strut perforation: there is evidence of strut perforation with 2 minor struts perforating the ivc just below the level the left renal vein (2:00 position) as well as a major strut perforating the ivc anteriorly at the 12:00 position and at the 9:00 position. Strut fracture: no evidence of strut fracture. I do suspect the two minor struts that perforate the ivc just below the left renal vein (see above) are probably bent. Ivc stenosis: no obvious ivc stenosis is appreciated".

Manufacturer narrative:
Additional information: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device codes) investigation: the following allegations have been investigated: tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.